Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "images were not displayed" was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had serial digital interface output was not available, and images were not displayed. The event occurred during installation. There were no reports of patient involvement.